Event description:
A report was received that a patient was experiencing difficulty charging. After unsuccessful troubleshooting, the patient consulted the physician and the decision was made to replace the ipg.